Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and swelling and went to their emergency department where they had an ultra sound. It was also reported that the patient was diagnosed with deep vein thrombosis. Medication was administered and the physician felt thrombosis was related to the implant procedure. The leadless implantable pulse generator (ipg) remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.